Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system software was updated from dicom qr treon 1.1.5 to media I/o 3.16. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility via a clinical specialist (cs) regarding a navigation device. It was reported that the site had been having recurring issues with loading patient exams from cd. It started at the beginning of (B)(6) and the site had switched to loading exams via usb which had worked since then. Then on the morning of report the site tried to load an exam via usb and the exam would not load. The system acted as if nothing had been inserted into the machine. The site noted that they had to reboot the system a few times before it would recognize the usb. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a field service engineer (fse). It was reported that the fse took a look at the system and noted that the issues were occurring when the site uploaded outside images from a cd to pacs and then downloads them from pacs to a disk or usb. This issue was not occurring in all cases and was similar to another case the fse had worked on. Two discs were getting either an "unable to interpret image headers" (3.16) or "no source image data found" (after 3.17 upgrade). The other disc had images sent from pacs to the scanner and then burn the disk directly from the scanner allowing them to load but it wasn¿t protocol anyway. Software analysis of discs a <(>&<)> b found that neither disc would load in the fusion software stating "disc format error" for standard and unstructured loading options. For unstructured alternate the system stated "no source image data". Both discs had view ER software, numerous additional files, and the nested file structure holding the dicom images. The images themselves were compressed in a lossy jpeg format according to the transfer syntax uid. Disc c did not load on the fusion system, but the exam had gantry tilt and could not be used/displayed. Although 3 actual exams were present the fusion loaded all of the slices under one CT entry with 210 slices. The actual exams were CT axial (56 slices), CT sagittal (76 slices),and CT coronal (83 slices). All other entries listed under this patient had 0 slices. The disc had viewer software, but the images were non-compressed. There were 3 patient entries on the usb sent in and none of them would load on the fusion system even when separated out to their own individual usb drives. When attempting to load them the fusion system would give the same "no source image data" error message. The images were raw dicom in nested folders with no compression. All of the exams were loaded onto the s8 system and into onis software with no difficulty. Exporting the dicom from either of those cd or flash drive would not load in the fusion system.